Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 485 mg/dl. Customer also experienced blood glucose level of 475 mg/dl. Customer had juice for low blood glucose level of 60 mg/dl and 65 mg/dl. Customer reports change sensor alert did not occur after sensor updating. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.